Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2016, to report that a patient experienced severe hypoglycemic events.

Manufacturer narrative:
(B)(4)

Event description:
Clinician contacted dexcom on (B)(6) 2015, to report that a patient experienced severe hypoglycemic events. Date of events were not provided. Date of events are an approximation based off of information provided. Clinician reported that the patient's husband often used glucagon to help bring her blood glucose (bg) back up, often 3 times per week. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemic events, resulting in medical intervention.